Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle leaked from the "stem (metal part)''. Material no. 368651, batch no. 8254985. The following information was provided by the initial reporter. "It was reported that the needle was leaking from the stem (metal part). Blood was dripping while the needle was in the arm. Assessed the needle and it was leaking from the stem (metal part). Appears to be defect in middle of needle stem - lot#8254985, expiry aug 31, 2021.''

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle leaked from the "stem (metal part). " material no. 368651, batch no. 8254985. The following information was provided by the initial reporter: "it was reported that the needle was leaking from the stem (metal part). Blood was dripping while the needle was in the arm. Assessed the needle and it was leaking from the stem (metal part). Appears to be defect in middle of needle stem, lot#8254985, expiry aug 31, 2021".

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.